Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional information requested, but is unavailable.

Event description:
It was reported from the ICU that the IV tubing set leaked. There was no additional information available.